Event description:
During surgery, the values indicated for intracranial pressure measure were changing. After some tests with other monitors, it was noted that the sensor was defective. The sensor has been changed. Incident not reported yet. (B)(6) 2014: additional information from customer explained that the sensor was placed when it was noted. It was changed during the same surgery.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: kink in catheter material 3.6cm from sensor case. Suture attached to catheter material. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 12/20/13. Based on the above evaluation, the supplier was unable to confirm the complaint. No corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.